Manufacturer narrative:
The device was discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Swan-ganz pacing catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. In this complaint, it could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, a swan-ganz catheter failed to pace appropriately. Per review of medical records, it was documented that on (B)(6) 2017, a (B)(6) female underwent a re-do aortic valve replacement with a 23mm magna ease valve via minimally invasive right thoracotomy. The patient was transferred to the surgical ICU post-operatively in critical condition on epinephrine and levophed drips and it was noted during the immediate post-operative period that she was pacemaker-dependent. Two days post-operatively, the patient was noted to have a junctional rhythm and due to "inappropriate pacing of her pace support swan", she was emergently taken for permanent pacemaker placement. On (B)(6) 2017, after the permanent pacemaker had been placed, the patient had bouts of sustained ventricular tachycardia lasting between 10 seconds and a minute and one half. Her pacemaker was interrogated at the time and she was started on amiodarone and lidocaine drips. No cardioversion was required. The patient subsequently converted to normal sinus rhythm (nsr) and remained nsr through the remainder of her hospital course. The patient was discharged to an acute inpatient rehabilitation facility without any complications. Her vital signs, labs, and studies were all stable with EKG noting no acute changes from the previous studies and v-pacing at 80. All surgical sites were clean, dry, and intact.